Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the latest revision. The ventilator then passed all testing.

Event description:
It was reported that a ventilator had a device alert and went into an inoperative condition. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.